Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6)), implant date: n/a, explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: product ID: camera refurb 9735821r vega base s8 svc. H6: no parts have been returned for the manufacturer for analysis. Applicable codes b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) h3) a manufacturer representative went to the site to test the navigation system. The camera was replaced and the system performed as intended. Codes: b01, c07, d02 h3) the camera was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis conclude that the returned camera had nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system gave a localizer faulted error when it was booted up. A review of the network device interface toolbox determined there was a bump detected, internal storage temperature, and erroneous errors found. There was no patient involvement.